Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation, or additional info becomes available.

Event description:
Reported by wound care physician: pt with a collamend implant who now has an open wound that is currently being treated with wound vac therapy.